Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "chest pain", "implant damage", "intracapsular rupture", "cysts", "violation of integrity of the implant in dorsal areas", "water bubbles in the gel contents", "accumulation of inter-capsular fluid up to 12 mm thick", "pronounced fold signs". This record is for the right side. Device remains implanted.